Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (0.6mg/ml), clonidine (150mcg/ml), and bupivacaine (9mg/ml) all at unknown doses via an implanted infusion pump. The indications for use included post-laminectomy pain and spinal pain. It was reported that when the patient's first pump was replaced, the doctor came out and it was noted that the prior pump was not even "hooked properly." It was noted that it was going "helter skelter" all over her body, and the patient never had good luck with pain pumps. No patient symptoms were reported and no further complications were reported or anticipated.